Event description:
The patient's spouse reported that the patient has experienced about five v-go devices fell off. The spouse stated that the issue has been occurring for the past two years but more frequently now and believed that it was because the patient is applying v-go on different areas of the body. It was reported that a device sample is available for return to the manufacturer for evaluation. However, do date, has not been received.